Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a suture break during knot advancement with the suture trimmer occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequently to the initially filed report, additional information was received: analysis of the returned device found a suture retrieval issue occurred. Follow up with the account confirmed that the suture broke during retraction of the plunger not during suture advancement as previously reported. No additional information provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture detachment was observed as a link detachment. A needle to cuff miss was also observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.